Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance measurement had decreased from 667 ohms to 236 ohms within 16 days. The r-wave amplitude also decreased from 22.6 millivolts (mv) to 13 mv. There was also right ventricular loss of capture (loc) at maximum ouputs. Boston scientific technical services (ts) discussed obtaining an x-ray to determine location of lead. A few days later the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.